Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, that due to little calcium in the leaflets, a narrow left ventricular outflow tract (lvot), and a dilated ascending aorta, the valve slid up to approximately 0 to -2 mm on the non coronary cusp and 4 mm on the left coronary cusp. Mild-moderate paravalvular leak (pvl) was reported causing increased left ventricle end diastolic pressure (lvedp). A balloon aortic valvuloplasty (bav) was performed causing the valve to dislodge above the annulus. A second transcatheter bioprosthetic valve was implanted successfully with no pvl. No additional adverse patient effects were reported.